Event description:
Customer reported a free flow event during a chemotherapy infusion. There was no report of patient harm and no medical intervention required. Customer states no additional patient or event information could be provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Unable to determine the cause of the reported free flow event. Although requested, the customer has been unable to identify the specific pump involved in this incident. No product will be returned.